Manufacturer narrative:
Kaz USA, inc. Has requested that the product be returned to our company for testing, but it has not yet been received.

Event description:
A pharmacy reported that a consumer returned a thermometer which had allegedly given a false negative reading on her 9-month-old child who had already been ill with a viral infection for five days. The device allegedly gave a reading of 37.5°c in the ear, and a fever of 40.0°c was later measured by a doctor. The patient was diagnosed with a viral infection and is currently recovering, with only a sore throat remaining. Kaz USA, inc. Has requested that the product be returned to our company for testing.